Event description:
It was reported that the iab was inserted on 12/2002 prior to CABG. On 12/2002, the balloon on the iab ruptured so the iab was removed. There were no pt complications.

Event description:
It was reported that the iab was inserted in 2002 prior to CABG. 3 days later, the balloon on the iab ruptured so the iab was removed. There were no patient complications.